Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08725 inches. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No bolus delivery anomaly or history anomaly noted. Device was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. Device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly noted during testing. Device was programmed with a test guardian 3c link sensor and the glucose sensor simulator. Programmed the sensor low settings for 90 mg/dl and turned the alert on low, suspend on low, and resume basal alerts on. Device was monitored, the glucose sensor simulator blood glucose level was lowered, and the alert on low, suspend on low, and resume basal alerts activated at 90 mg/dl properly. Also, programmed the sensor high settings for 220 mg/dl and turned alert on high on. Device was monitored and the alert on high activated at 220 mg/dl properly. Automode started alert message "smart guard settings are now off, suspend before low and suspend on low notification occurred. No unexpected suspend on low during alert on high noted during the testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 472 mg/dl. The customer¿s blood glucose at the time of the incident was 416 mg/dl and other was 417 mg/dl. The customer had using the insulin pump system within 48 hours of the high blood glucose. The customer was not admitted into the hospital as a result of high blood glucose. The customer reported that the high pressure test and the displacement test were passed. It was unknown whether customer was using the auto mode or not. The device will not be returned for the analysis.